Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged soon after the lead was implanted. As a result, the patient's cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed as an implantable cardioverter defibrillator (ICD). Subsequently, the patient's heart failure recently worsened requiring a lead revision procedure. The lv lead was explanted and replaced during that procedure. No adverse patient effects were reported as result of that procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There was body fluid observed in the lumen, however, the lead tip and tines displayed no visible signs of damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.